Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to greater than 37 mmol/l (666 mg/dl) between 49 and 71 hours of wearing the pod. The patient¿s mother stated that on the wednesday prior, the patient was experiencing limited mode, and they did not realize what this was. The patient stayed in limited mode, and the patient¿s mother was unable to see the bg levels as there was a dexcom outage. The patient went to their father¿s and by the next day they were experiencing symptoms of diabetic ketoacidosis (dka). The patient¿s symptoms included vomiting, fatigue, incoherence, mumbling, pale, bulging and glossy eyes. On (B)(6) 2025, the patient was taken to the hospital by ambulance with a glucose level of over 37 mmol/l (666 mg/dl). The patient was in the intensive care unit for 24 hours and then was moved to the pediatric floor. The patient was diagnosed with dka and was treated with 2 intravenous lines and bloodwork was performed. The patient was later discharged on (B)(6) 2025. The patient¿s mother stated they were educated on limited mode and how to respond. Since the event, the patient has been 92 % in range.